Manufacturer narrative:
Received one (1) used list #unknown bag spike adapter with clave, one (1) used list #unknown infusion set, and one (1) used list #unknown spiros for connection. As received, the spin feature of the spiros was activated and spinning freely. No spline damage or shear tab anomalies were observed. The spiros was functionally tested and met product performance specifications. The female luer of the spiros and the male secure lock were measured and met iso standards for luer fittings. The reported complaint of separation can be confirmed. The probable cause is unknown. A lot history could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved an unspecified spiros connector and occurred on an unspecific date. It was reported that spiros connector became disconnected 3 times during a continuous infusion of chemotherapy. There was patient involvement; harm was not reported as a consequence of this event.